Event description:
A customer contacted beckman coulter inc. (Bec) reporting a contained reagent probe b leak in the unicel dxc 600 pro synchron chemistry analyzer. Specifically, the customer reported fluid on top of the triglyceride reagent cartridge and around the holes in the deck. No flags or error messages were observed prior to discovering leak. The customer cleaned the fluid and tg failed to calibrate. After unloading and reloading the cartridge, the instrument showed cartridge had 0 tests. Customer reloaded a fresh cartridge and problem continued. The customer then observed fluid collecting around the reagent probes' drip tray and on the top of the cartridges loaded on the reagent carousel. The customer was wearing proper protective equipment (ppe) consisting of a laboratory coat and gloves during this event. No erroneous results were generated. No injuries were sustained by any lab personnel.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and confirmed the fluid leak around the cartridge chemistry (cc) reagent area. The fse indicated that the reagent probe b was spitting fluid during operation and the wash collar vacuum valve was failing. The fse replaced the valve and system performance was verified. (B)(4).